Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead had dislodged from its original implant location in the coronary sinus. No intervention was performed and the device was reprogrammed to mitigate the issue. The lv lead continues to remain implanted and in service. No adverse patient effects were reported.